Event description:
This lv lead was explanted and replaced due to phrenic nerve stimulation on all 4 vectors. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a bent conductor coil 32.5 und 35.5 cm distal to the is4 connector pin, which most likely resulted from the explantation procedure due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted and replaced due to phrenic nerve stimulation on all 4 vectors. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.